Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012867151 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment. On the spiral array segment, a fragment of foreign material was observed, the catheter was received with a guidewire inserted through and exited the tip approximately 5 inches, plastic white filaments were observed stuck on the distal end of the guidewire. Catheter identification and ablation testing was conducted. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Guidewire to catheter compatibility testing was conducted. The guidewire was inserted into the catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. Verification of steering mechanism was conducted. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot verification (where applicable): electrical continuity test did not reveal any anomalies. In conclusion, the catheter failed the return product inspection due to foreign material was observed stuck in/on the distal tip of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 10fcc13 ((B)(6)); product type: 0629-flexcath sheath; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter was removed from the sheath and the sheath remained in the left atrium after therapy. It was observed that there was a plastic fiber-like substance in the sheath lumen and entangled in the catheter tip. Afterwards, nothing was inserted into the sheath and the sheath was removed when all therapies were completed. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.